Event description:
It was reported that a patient received a high drain alarm. (A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume). This alarm occurred at the end of therapy; the patient was not connected at the time of the event. The patient¿s nurse assisted the patient in clearing the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review was conducted with no issues found that would cause or contribute to the reported problem. Upon completion of the investigation, the reported issue could not be verified and its cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.